Event description:
It was reported downstream occlusion alarmed 3 times while priming tubing on the cadd pump. There was no patient involvement.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The device history record of reported lot number 6071199 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D9: 22-aug-2025. H3: one used device was received for evaluation. As received, no physical damage or other anomalies observed. Functional testing was performed and flow was established. No prime pump alarms were generated. The customer reported issue was not able to be duplicated. The device tested normally. A lot of history review was performed and no nonconformances were identified.